Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced a bent cannula issue on (B)(6) 2026.the patient experienced hyperglycemia of 275mg/dl and symptoms lasted for approximately one to two hours. The insertion site was at abdomen. The patient received treatment with correction via pump. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.